Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached at 2,671 joules. Per the customer, the fiber cap was retrieved. Add'l info reported by the customer was the beam was tested prior to being used inside of the pt. The beam was visible. During the procedure, when the fiber cap detached the method used to retrieve the fiber cap is unk. The pt did not experience any harm, as a result of the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injuries from use of the system. The current status of the pt is unk.